Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(6) and CAPA-010215.

Manufacturer narrative:
Device evlauation: the intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted. A video of the surgical procedure was provided and it was evaluated. The loading of the intraocular lens (iol) into the cartridge is not present in the video and the lens folding time is unknown. The video revealed what appeared to be a white grain as described by the customer. The composition of white grain could not be the determined. Based on the observed video and product testing, a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white grainy foreign particle was noticed in the patient's operative eye after implantation of the ar40e monofocal iol (intraocular lens) with the emeraldc30 cartridge. Reportedly the particle entered the eye together with the viscoelastic (brand unknown), however the surgeon believes that the source of the particle was either the lens or the cartridge. The particle was removed during the irrigation/aspiration (I/a) procedure. There was no medical issue. The lens remains implanted and the cartridge was discarded by the customer. No additional information was provided. This report is to record the lens. A separate report will be filed for the cartridge.